Event description:
A hospital in (B)(6) reported that there was water leaking at the connection between the waterfeed tube and water bag spike of an mr290 autofeed humidification chamber during set up. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was connected to a waterbag for functional testing and visually inspected. Results: when the complaint chamber was connected to a waterbag, drops of water were observed to leak from the connection between the feedset tube and waterbag spike. Visual inspection revealed that the glue had been applied to the tubing properly and provided full coverage around the tube, however it appeared that the glue was only partly bonding. A lot check revealed no other complaints of this nature for this lot number. Conclusion: visual inspection of the water feedset tubing showed that a sufficient amount of glue had been applied to the tubing. We are unable to determine the cause of the reported fault. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production, possibly as a result of failure of the glue bond that joins the spike to the water feedset tube. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).